Event description:
It was reported that during a cystourethroscopy, ablation of prostate with holmium laser, during which a lumenis duotome laser fiber delivery device was employed a patient sustained a 1mm burn and rectal perforation when the laser fiber delivery device fired through the side of the fiber. It was further reported the procedure was completed with another of the same device.

Manufacturer narrative:
Lumenis contacted the user facility or director and facility risk manager directly to investigate the event report. The patient's complete medical and procedure treatment record, photographs of the patient's reported adverse sequela, photographs of the laser fiber were provided by the user facility. During the investigation lumenis was informed the patient's catheter was maintained until the patient could be evaluated at a separate facility via colonoscopy. The patient's colonoscopy examination record was provided to lumenis. A lumenis technical engineer completed an examination of the subject device laser confirming the laser me all manufacturer's performance specifications. Subject laser malfunction is not the suspected root cause of the event reported. The fiber was returned to lumenis for examination. A visual inspection of the returned subject device fiber by lumenis technical specialist concluded the root cause to be undeterminable. A review and analysis of all available information fails to indicate a root cause or probable root cause of the event reported. A lumenis medical and clinical expert reviewed the provided patient record and photographs of the event concluding that the colonoscopy report did not identify perforation of the prostate capsule or subsequent rectal perforation. The clinical expert also stated they were unable to identify a rectal perforation in the documentation and photographs provided.